Event description:
It was reported that suture placement was attempted during an arteriotomy closure of the right common femoral artery using the preclose technique with two perclose proglide devices, prior to an endovascular aortic aneurysm stent graft procedure. The arteriotomy was 7f and the sheath was upsized to a 20f for the interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. The physician believes that the elastic and rubbery vessel could have contributed to the product experience. An additional proglide device was used to achieve hemostasis. The physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the condition substantiated the reported needle-to-cuff miss. The posterior needle-to-cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the posterior foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. The posterior needle-to-cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture and because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the posterior needle-to-cuff miss and subsequent link-to-anterior cuff detachment include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During manufacturing the needle trajectory of every device is verified twice. During lab testing, a proxy needle plunger was inserted into the handle of the device resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. The reported mildly tortuous, elastic, and rubbery right common femoral artery may have contributed to the reported needle-to-cuff miss, but could not be confirmed. This is consistent with the reported information that the physician believes that movement of the elastic and rubbery vessel could have contributed to the product experience. There was no definitive evidence in the evaluation of the returned device to suggest that the device might have been twisted and/or rotated during needle deployment or that the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the reported needle-to-cuff miss. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the posterior needle-to-cuff miss that subsequently resulted in a link detachment from the swage end of the anterior cuff and failure to retrieve the suture is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history record revealed no nonconforming material report associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.